Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: adhesive joint on the curved rubber is chipped due to some kind of physical stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rhino laryngo videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, adhesive joint on the curved rubber is chipped was observed. There was no patient involvement.